Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, wall adapter, and alternate charging components, with charging connection not recognized. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple troubleshooting steps without success, and technical support arranged replacement pump within warranty; confirmed shipping details, and provided pump to patient via courier, with no additional information received regarding return of malfunctioning pump.